Manufacturer narrative:
E1: initial reporter phone #:(B)(6). E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after centrifuging bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, 10 samples contained fibrin clusters. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex a grid (1): (B)(6) - clumping in device or device ingredient (1095). Investigation summary: bd received one photo for investigation. The photo was evaluated and shows a normal processed heparinized sample with clear plasma on top, white buffy coat disc on top of the red cells, and red cells on the bottom. No fibrin mass or fibrin strands were observed. Additionally, 90 retained samples were inspected, and no issues were identified. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after centrifuging bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, 10 samples contained fibrin clusters. No adverse impact was reported regarding the patient or user.